Manufacturer narrative:
Through follow-ups, customer indicated that the unit was not on a patient. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Event description:
The customer reported that the unit had multiple error codes messages. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response.